Event description:
It was reported to boston scientific corp that a microvasive rx locking device and biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while an unk rapid exchange device was being passed through the biopsy cap, the sponge (filter) detached into the proximal part of the scope. The sponge was successfully removed by hand. The scope remained in the pt throughout the entire procedure. The biopsy cap was pre pierced prior to any devices being inserted into the scope. The procedure was completed with another microvasive rx locking device and biopsy cap system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the complaint device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).